Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm epic plus mitral valve was chosen for a procedure. During the operation the valve was implanted; however, there was suspected bleeding from the left ventricle and left atrium. Due to suspected left ventricular rupture, it was removed, downsized, and a 25mm epic plus mitral valve while patient on bypass. The postoperative course has been stable. There was a prolongation in the procedure however, it has been confirmed that the patient recovered without complications.